Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. No constant tone noted. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer accidentally falling into ocean water. Customer reported that as a result, display screen was blank and insulin pump had a constant tone. Customer's blood glucose was 73 mg/dl. Customer was advised that insulin pump would need to be replaced.